Event description:
It was reported that "we took x-rays on a patient. We were getting ready to fuse the levels below and noticed the top right screw had backed out. X-rays are present."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.